Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc blood leaked beyond the blood control. The following information was provided by the initial reporter: bc did not work when sticking an anxious patient. Blood dripped all down the patient and on to the floor. No patient harm had to clean up the blood. Customer response on (B)(6) 2024 did the needle fail to puncture the patient? No. Did the catheter tubing collapse during insertion? No. Was there difficulty advancing the catheter tubing? No.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed and retracted 18ga x 1.16in. Insyte autoguard bc unit from lot number 4044296. A visual inspection discovered that there was media inside the device and around the needle hub. This may indicate a leakage, but no catheter was provided. As the catheter was not provided, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, slit septums are loaded into the feeder bowl, through escapement, transfers to probes and then onto the nest. Machine misalignment or pressure regulation too high may cause septum damage, upside down septum, septum unseated, or probe misalignment which may result in leakage through septum upon insertion. Visual inspection sampling per quality control plan, and septum probe sensor inspection are performed to mitigate the occurrence of this defect. Again, as the catheter adapter was not provided, and the control vent plug was present, it is unclear how this defect of leakage occurred. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.